Event description:
The customer reported that the device failed to power up. No pt involvement was reported.

Manufacturer narrative:
(B)(4): the device was evaluated by a philips field service engineer (fse) was the symptom was verified. The issue was localized to the energy select switch and was replaced. The device passed all performance assurance tests and remains at the customer site. Philips concluded that this was a malfunction of the energy select switch.